Manufacturer narrative:
Conclusion: a possible temporal association exists between ccpd therapy with the liberty cycler and the patient¿s hospitalization for hypotension. Although, there is no documentation to support a causal relationship. Additionally, there have been no reported allegations against a liberty cycler malfunction causally associated with the patient¿s hospitalization for hypotension. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed. It was reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized from (B)(6) 2017 for hypotension. Etiology of the hypotension and details of the hospitalization course were unknown. Per the peritoneal dialysis (pd) nurse, the patient did not experience the hypotension during ccpd treatment. Additionally, it was reported the patient¿s daughter was assisting the patient to complete ccpd treatments at home. However, reportedly the patient¿s heath status had been deteriorating which had an impact on the ability of the patient¿s daughter to assist in the patient¿s care. As a result, the patient was going to be placed in a nursing facility and therefore was not going to be able to continue ccpd treatments. It was planned for the patient to transition to hemodialysis (hd) therapy on (B)(6) 2017.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed. It was reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized from (B)(6) 2017 for hypotension. Etiology of the hypotension and details of the hospitalization course were unknown. Per the peritoneal dialysis (pd) nurse, the patient did not experience the hypotension during ccpd treatment. Additionally, it was reported the patient¿s daughter was assisting the patient to complete ccpd treatments at home. However, reportedly the patient¿s heath status had been deteriorating which had an impact on the ability of the patient¿s daughter to assist in the patient¿s care. As a result, the patient was going to be placed in a nursing facility and therefore was not going to be able to continue ccpd treatments. It was planned for the patient to transition to hemodialysis (hd) therapy on (B)(6) 2017.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient had been hospitalized on (B)(6) 2017 due to low blood pressure. The patient was reportedly not in her treatment when this event occurred. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized from (B)(6) 2017 due to hypotension. The pdrn stated the patient¿s daughters took care of the patient and assisted the patient with peritoneal dialysis treatments, but due to the patient¿s deteriorating health it became increasingly difficult to care for the patient. Medical records were requested.